Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate the issue experienced. Performed all testing and was not able to reproduce. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had augmentation malfunction. No patient harm or injury reported.